Event description:
It was reported that during a below the knee treatment procedure a guide wire tip detachment occurred. The lesion being treated was located in the truncus tibiofibularis, below the knee. After performing an antegrade ultrasound guided punction in the common femoral artery (cfa), the radiologist inserted the amplatz super stiff guide wire. The guide wire tip went into the superficial femoral artery (sfa) but after introducing the wire deeper, the straight stiff part of the wire was moving in the direction of the profunda, indicating the wire was bending. The radiologist decided to pull the guide wire backward. When the guide wire was outside the patient, the tip was found deformed and damaged. Under fluoroscopy the radiologist noticed that a part of the guide wire was left inside the patient in an extravascular location. The radiologist stopped the procedure and decided that the patient will go for surgery and a percutaneous transluminal angioplasty ( pta).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).